Event description:
The staples had fired in such a fashion that one leg of the staple had fired and one leg of the staple was left straight. This disruption of the anastomosis took place over the inferior one quarter of the anastomosis. All the other staple lines had a nice cuff and normally formed staples and there was no evidence of leak but there was obvious blood coming through the staple line anteriorly. Then 3-0 and 4-0 vicryl sutures were used in a running fashion to complete the anastomosis anteriorly in a running fashion. Required patient to be moved to another or table in prone position, and surgeon over-sewed area thru rectum.